Event description:
Reportedly, during a regular pacemaker follow-up on (B)(6) 2013, a warning message was displayed: "abnormal ventricular lead impedance detected (above 3000 ohms), conductor or insulation breakage suspected". In the impedance trend curve, both atrial and ventricular lead impedance were above 3000 ohms since the previous follow-up. However, normal behavior was confirmed on ECG. The next follow-up is on (B)(6) 2014.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.